Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was submitted. The device was not returned for investigation. The cause of the access site bleeding and the pump flow issue was not determined since product was not returned and limited clinical information was provided. As all the necessary information and returned device were not provided, the root cause of the limb ischemia was not determined. D6a, d6b.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 35-year-old male with cardiomyopathy, and pleural effusion was implanted with an impella cp device for mechanical circulatory support. After the insertion, angiogram was performed, and the sheath was occlusive, and no distal flows passed. The physician established a fem-fem bypass which supported the patient until they were escalated to impella 5.5 pump. It was also noted that the patient developed a hematoma at the insertion site.